Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 14 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 11 mm in diameter. The right external iliac artery measured 7.3 mm in diameter and the left external iliac artery measured 7.5 mm in diameter. It was reported that on an unknown date, approximately six months post-operative, a follow up CT scan showed occlusion in the left limb. The patient did not show any signs of symptoms. The physician performed a femoral-femoral bypass. Three months later, a follow up CT scan showed occlusion in the right limb. The physician used intravascular ultrasound to check the inner cavity and implanted other manufacturer¿s stent in the right common artery through pta and successfully completed the procedure. The physician will monitor the patient. The physician commented that the cause is unknown. The patient's blood vessel was in good condition and the external iliac artery did not have curvature. When stenosis site of right side was checked by ivus, inside the stent graft was not affected with stenosis but intima of blood vessel, which was in an area where the stent graft was not implanted, seemed to be thickened because of stenosis. The left limb occlusion was most likely caused by the same reason. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event is unknown. (B)(4). Evaluation method: (film). Evaluation results an conclusion: (occlusion). (Anatomy related; caused by the calcified shelf). (B)(4).